Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported saline cable melted and broke mid-surgery, some sparks were noted during an unspecified therapeutic procedure involving an olympus electrical only medical device connection cable, reusable. There was no patient injury reported.